Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). The synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope identified stent damage with struts on mid section lifted. A section of the undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and a tactile examination was performed. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The 2.5mm x 30mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was found that the middle of the stent itself was deformed. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The 2.5mm x 30mm, eccentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left circumflex artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was found that the middle of the stent itself was deformed. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Initial reporter address 1: (B)(6).